Event description:
A report was received from a user facility in the (B)(6) stating that during a phaco procedure, on the segment removal, the doctor felt the irrigation stopped. As a result, the anterior chamber flattened, the capsule ruptured and the nucleus dropped. The patient was referred to a vitreoretinal surgeon at (B)(6) eye infirmary to have the lens fragments removed from the vitreous. No information was provided on the outcome of this procedure.

Manufacturer narrative:
The unit was inspected and tested according to procedure by our field service engineer and surgical equipment specialist. They were unable to duplicate the irrigation problem. The unit performed according to specification.